Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative and not a clinical study.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n243648004, implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000mcg/ml for a total dose of 330mcg/day via an implantable pump for intractable spasticity. It was reported there were volume discrepancies greater than 6ml. It was noted that the patient had no spasticity relief. There was no environmental/external/patient factors that may have led, caused, or contributed to the issue. A catheter dye study was performed on (B)(6) 2018, but catheter aspiration was unsuccessful and the dye study was aborted per healthcare professional (hcp). No actions/interventions were taken/ no surgical intervention occurred and it was asked, but unknown if surgical intervention was planned. It was noted the issue was not resolved at time of report, and the patient's status was alive-no injury. The patient's weight and medical history were unknown. The event date was asked, but unknown. No further complications were reported/anticipated.